Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter access port procedure was performed on (B)(6) 2014 due to lack of pain relief. The catheter was then replaced on (B)(6) 2014 with a non-flowonix catheter for an unk reason. It is unk if a product malfunction occurred or not. The product disposition is unk.